Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a possible loss of capture on both the atrial and right ventricular (rv) leads, and the rv lead exhibited a loss of sensing. A dislodgement of the rv lead was confirmed, and the lead was repositioned. Both atrial and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.